Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the customer's blood glucose was high today while she was at school. Customer was hospitalized in late (B)(6) 2010. Customer's blood glucose was 489 mg/dl at the time of the incident. Customer's current blood glucose was 273 mg/dl. Customer treated with manual injections. Customer was sick and had high blood glucose during hospitalization. Customer was wearing the pump at the time of the incident and it was found that the site wasn't right, it was bent. Customer had diabetic ketoacidosis and ketones. The high pressure test was performed and the pump passed. Customer was advised to do a complete set change. Customer also had a no delivery alarm. Customer's blood glucose was over 300 mg/dl at the time. Caller stated that the alarm was resolved by a set change. The pump was also missing a label sticker. The pump will need to be replaced.

Manufacturer narrative:
The pump passed the functional testing. No excessive no delivery error alarm was noted. The pump was received with normal operating currents and no unexpected off no power or low battery alarms were noted. The pump had intermittent button response due to flattened button dome switches. The keypad connector was fully locked. The pump was received with a missing address/serial number label, a cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.